Event description:
The customer reported that the system displayed a power voltage error message and would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were identified as requiring replacement. The customer opted to replace the batteries themselves. After the batteries were replaced, the service representative verified that the system was then found to be operating as intended.